Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned parts show signs of repeated use and missing ball bearing. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required the root cause of the reported issue is attributed to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6).

Event description:
It was reported the tibial articular surface provisional disassembled and a ball bearing is missing. No adverse events have been reported as a result of the malfunction.